Event description:
A pt underwent withdrawal and had a return of spasticity, following a refill session that occurred on (B)(4) 2010. The pump was refilled with a lower concentration of medication then what the pt was previously receiving. It was noted that the pt had experienced a return of spasticity for 56 days two yrs ago, when her previous pump had failed (refer to MFR report#: 6000030-2007-02878). The pt was at home at the time of the report. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).